Event description:
It was reported that the procedure was to treat the left anterior descending (lad) artery and the diagonal artery. A non-abbott guide wire was advanced into the lad. The lad was ballooned and a xience xpedition stent was implanted to treat the lesion in the lad. After the xience xpedition stent was deployed, an occlusion was noted to the diagonal artery due to a plaque shift from the lad to the circumflex. An additional non-abbott guide wire was advanced into the diagonal artery without issue. Dilatation was performed and a xience xpedition was implanted to treat the plaque shift. Post dilatation was performed to both stents using kissing balloon technique and excellent apposition was noted. No additional information was provided.

Manufacturer narrative:
(B)(6). There were no reported device malfunctions or product deficiencies. The reported patient effects of total occlusion of coronary artery, is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Additional patient information received on medsun report; however, there was no information contained on the report that was relevant to this device.